Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high and low blood glucose on (B)(6) 2018 with high blood glucose of 570 mg/dl at the time of incident and current blood glucose 157 mg/dl. And low blood glucose of 57 mg/dl at the time of incident and current blood glucose of 157 mg/dl. The customer¿s other blood glucose level are 575, 138 mg/dl. The customer experience abdominal pain and lower pain like symptoms as a result of high blood glucose. The customer was treated by insulin pump and the glucose. Troubleshooting was done for high and low blood glucose under delivery and over delivery. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer does not allege pump was under delivering but alleging the insulin pump over delivery. The insulin pump will not be returned for analysis.